Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has been to the emergency room a couple of times due to low blood glucose levels. The paramedics were called on many instances. Sometimes the paramedics helped her at home but she was usually taken to the emergency room. The customer believed the transmitter and supplies were old causing her low blood glucose level. In one occasion she passed out and was given a sugar substance but was not taken to the hospital. While in the hospital she was put on IV. The customer was wearing the insulin pump at the time of the emergency room visit. The device was not returned.